Event description:
The customer reported the apexpro telemetry server went down and lost telemetry monitoring for three hours affecting sixteen patients during this time. Alternate patient monitoring was not otherwise available. There was no reported pt injury associated with this event.

Manufacturer narrative:
The scope of the investigation is based upon the information from the ge field service engineer (fse). A ge fse assisted the customer biomed via phone in replacing the failed apexpro telemetry server (ats) with a spare ats, reconfiguring the space unit, and readmitting the pts to the spare unit. The biomed tried to fix the failed ats by replacing the motherboard but it still would not boot up. The failed ats was eventually sent to (B)(4) repair. The (B)(4) repair technician verified the 'will not boot up' problem and found the backplane (another board in the ats server that sits at a 90 degree angle adjacent to the motherboard) was damaged. He replaced the backplane and the ats is working again. The replacement of the motherboard may have resulted in damage to the ats backplane causing the ats failure to boot up.